Event description:
A low reading issue was reported with the adc device. Adc received a complaint via social media that reported an unspecified low scan was received on the sensor. Due to this, the customer ended up in the emergency room, however, no further information was reported. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as (h6) adverse event problem codes and (h10) addtl mfg narrative were incorrectly documented. Section (h6) adverse event problem codes and section (h10) addtl mfg narrative have been updated.

Event description:
A low reading issue was reported with the adc device. Adc received a complaint via social media that reported an unspecified low scan was received on the sensor. Due to this, the customer ended up in the emergency room, however, no further information was reported. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.